Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the user was unable to pull the medications for patients in ER. Additionally, it was reported that the user was able to retrieve the needed medication from the pharmacy. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Added to h11: the following fields have been updated with additional/corrected information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to retrieve medications. A technical support specialist dialed into the station and reviewed the patient and order. A tss confirmed that the es server never receives the order ID ending 3118. A technical support specialist (tss) received the case from the team lead and initiated contact by emailing the user for follow-up. The tss would continue to monitor the case and proceed to close it if no further issues were reported.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the user was unable to pull the medications for patients in ER. Additionally, it was reported that the user was able to retrieve the needed medication from the pharmacy. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.